Event description:
It was reported that the device had a power on reset and an alert was indicated. The patient is receiving radiation therapy. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed, and power on reset parameters were noted. On (B)(6)2010, the device recorded a write to locked ram power on reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrections: updated initial reporter contact information. Added device code for reset. Corrected device conclusion code. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed, and power on reset parameters were noted. On may/26/2010, the device recorded a write to locked ram power on reset. Diagnostic information is consistent with reported event.

Event description:
It was reported that the device had a power on reset and an alert was indicated. The patient is receiving radiation therapy. It was further reported that the device was explanted and replaced for elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis revealed that the device did not meet expected longevity, the cause is unknown. Performance data collected from the device was analyzed, and power on reset parameters were noted. On (B)(6) 2010, the device recorded a write to locked ram power on reset. Diagnostic information is consistent with reported event.